Event description:
It was reported that the device exhibited premature battery depletion and loss of output. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found the pulse generator was in back-up mode, due to multiple bit flips, which caused the high current drain resulting in premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.